Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information the nail was in two pieces. No other fragments.the nail was removed in the surgery and the fracture was treated with other implant. The surgery and nail removed without any difficulties. Part of broken distal locking screw was left to patients tissue.

Manufacturer narrative:
Event year is reported as 2020; however exact date of event is unknown. This report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date the patient underwent for reoperation for proximal femoral fracture fixation with angled blade plate. It was noted that the patient underwent for an unknown operation with tfna on (B)(6) 2020. On (B)(6) 2020, the nail has broken after failed healing. It was unknown if the reoperation completed successfully. The patient outcome was unknown. Concomitant devices reported: tfna helical blade (part# 04.038.395s, lot# 3l28888, quantity 1). This complaint involves two (2) devices. This report is for (1) unk - screws: locking. This is report 2 of 2 for (B)(4).